Event description:
This vmsr report summarizes one malfunction event. The customer advised that the head cap of model (B)(4) came unscrewed and popped out into patients mouth. No injury to patient or swallowed parts, all parts were retrieved from the patients mouth.